Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side "capsular contracture requiring bilateral capsulectomy," ¿increased risk of alcl,¿ and ¿discomfort in pec muscles." Additionally the patient representative reported ¿fatigue" not related to the device. The device has been explanted.